Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using packing coil lps, non-penumbra coils, and non-penumbra microcatheter. During the procedure, the physician placed two pushable coils in the vessel. Next, the physician partially loaded the packing coil lp into the microcatheter; however, the coil would not advance any further after advancing the coil approximately 10 centimeters past the hub of the microcatheter. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.